Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. No unexpected unit delivering bolus by itself anomaly noted during our testing. The currents are within specification. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump delivered a bolus 3.25 units by itself. Customer stated that this has occurred on two occasions. It was explained that the device is not capable of delivering boluses by itself. Customer is very concerned and uncomfortable with the use of the insulin pump. Last blood glucose value is 5.9 mmol/l. Nothing further reported.